Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2020-00231, 1627487-2020-00232. It was reported that the patient has ineffective stimulation following a dog falling on them. A diagnostic was performed on the system and it was determined that two of the patient's leads had high impedance on all contacts. In turn, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Patient was evaluated and high impedance was detected during an impedance check. Patient is awaiting lead revision surgery which hasn't been scheduled yet. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction - device code should be (B)(4) instead of (B)(4).

Event description:
Additional information received that the patient underwent surgical intervention in which the leads were explanted and replaced. One lead was fractured and one lead had migrated.